Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon review of the patient remote monitoring system, there were multiple arrhythmia episodes recorded. Data review also revealed what appeared to be noise and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed possible causes for the episodes and will continue to be monitored. No adverse patient effects were reported.